Event description:
A report was received that alleges that the endotracheal tube was in situ when the tube developed a "block" that inhibited ventilation. The endotracheal tube was removed and replaced.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.